Event description:
On (B)(6) 2015, legal (con/legal/other): information received from the consumer via a lawyer stating that the patient suffered multiple surgeries to remove and replace the failed device. Indication for use was noted as non-malignant pain, failed back surgery syndrome and other non malignant pain. It was noted that the patient had the pump system implanted and it was intended to deliver a programmed amount of morphine into the patient's spine to control pain. The pump failed to deliver the prescribed medication as programmed, which resulted in the medication being delivered intermittently, medication "dumps" delivering too much medication or a complete failure to deliver medication. The pump failed to provide therapeutic treatment. The unpredictable delivery of medication caused the patient to experience life threatening withdrawal symptoms due to the abrupt cessation of opiate medication into the patient&#38112;body as well as episodes of serious over-medication. Such withdrawal/over-medication symptoms included vomiting, shaking, diarrhea, sleeplessness, profuse sweating, severe pain, and spinal fluid leakages were serious, and required multiple hospitalizations to treat the symptoms. The patient's diagnoses includes malfunctioning morphine pump", "occluded catheter", "and fractured catheter", and "intermittent malfunctions of her pump". It was reported that the patient received defective catheters that became occluded, fractured, obstructed and malfunctioned at a high rate. The patient suffered crippling injuries which left the patient with permanent and significant disabilities compensable under state law. It was reported that the patient suffered a loss as a result of the manufacturing company. It was noted that the patient had physical pain, suffering, mental and emotional anguish. The patient's defective pump necessitated removal and replacement surgeries. The patient suffered severe injuries and hospitalization. The removal of the defective device is a serious and dangerous procedure. It was noted that the device was "manufactured defectively" and the device was "adulterated and misbranded." It was noted that the patient did in fact "suffer harm as a result of using such a defective product in a dangerous situation." Information from regulatory report #: 3007566237-2015-02920 will now reported in the regulatory report. The following is from regulatory report #: 3007566237-2015-02920 : information received from the consumer's attorney regarding a patient receiving morphine via an implanted pump (drug concentration/dose was unknown). Indication for use was noted as non-malignant pain. It was reported that the patient had a pump battery that was defective and lead to loss of therapy as programmed. The patient suffered injuries. The battery performance affected the patient's device. The pump battery failed. The patient suffered morphine withdrawal and required untimely device removal surgery. This caused the patient to sustain serious and permanent injuries. Pertinent past medical history includes: a 1983 work-related injury during employment as a nurse. Injury resulted when someone fell on her, requiring the patient to life that person off them. The patient underwent several surgeries to repair the damage, including lumbar decompression and cervical discectomy. Despite the surgeries, the patient continued to experience unresolved pain. Additional information was not requested for the event date, cause of the event, troubleshooting steps, actions and interventions taken, outcome, and clarifying the patient and device issue, because the event was associated to a litigation.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information received from the consumer stating that the patient suffered multiple surgeries to remove and replace the failed device. It was noted that the patient had the pump system implanted and it was intended to deliver a programmed amount of morphine into the patient's spine to control pain. The pump failed to deliver the prescribed medication as programmed, which resulted in the medication being delivered intermittently, medication "dumps" delivering too much medication or a complete failure to deliver medication. The unpredictable delivery of medication caused the patient to experience life threatening withdrawal symptoms due to the abrupt cessation of opiate medication into the patient's body as well as episodes of serious over-medication. Such withdrawal/over-medication symptoms included vomiting, shaking, diarrhea, sleeplessness, profuse sweating, severe pain, and spinal fluid leakages were serious, and required multiple hospitalizations to treat the symptoms. The patient's diagnoses includes malfunctioning morphine pump", "occluded catheter", "and fractured catheter", and "intermittent malfunctions of her pump". It was reported that the patient received defective catheters that became occluded, fractured, obstructed and malfunctioned at a high rate. The patient suffered crippling injuries which left the patient with permanent and significant disabilities compensable under state law. It was reported that the patient suffered a loss as a result of the manufacturing company. It was noted that the patient had physical pain, suffering, mental and emotional anguish. The patient's defective pump necessitated removal and replacement surgeries. The patient suffered severe injuries and hospitalization. The removal of the defective device is a serious and dangerous procedure.